Event description:
Upon retrieval of a kinetix wire, it was noted that a 2cm portion of the wire broke off into the patient. Intravascular ultrasound was then conducted to confirm that the 2cm segment was not retained in the distal right coronary artery or in the posterior descending artery. The fragment of the kinetix wire remnant was in the posterolateral sub-branch with no hemodynamic compromise.